Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated there was a pr logic detection. (B)(4).

Event description:
It was reported the doctor questioned if ¿other 1:1 supra ventricular tachycardia (svt)¿ criteria from pr-logic would have had withheld episode. The episode was diagnosed as an 1:1 svt and there was an alleged inappropriate therapy. The device remains in use. No further patient complications have been reported as a result of this event.